Event description:
It was reported that the catheter was unable to pace during use. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was received with a monoject 1.3cc limited volume syringe. There was no introducer attached to the catheter. There was no visible damage or defect observed from the catheter body, the balloon, the windings, and the returned syringe. Balloon testing was performed with the returned syringe using 1.3cc of air and holding the balloon under water. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The distal lead wire was found to be broken at the distal electrode. A review of the manufacturing records indicated that the product met specifications upon release. The report of pacing issue was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.